Event description:
It was reported that pt underwent bi-polar hip procedure in 2007. Subsequently, modular head component disassociated and loosening of the stem component was noted during revision procedure 2 weeks later.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned components was inconclusive.